Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. During support, the device exhibited low flow and a variation in motor current, possible ingestion of biomaterial. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown. The impella device was returned for evaluation. The data logs were reviewed and show a motor current spike on the third day of support following the ramp up to p-8. During the motor current spike there is also a drop in speed, drop in flow and increase in placement signal. This is indicative of biomaterial ingestion. The product was returned, and a large thrombus was found wrapped around the impeller. The root cause of the thrombus is unable to be determined. This report is being filed as part of a retrospective review of historical records.